Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. Device 425-00 is not being manufactured currently. Device 425-10, from the same family, was used for the "verification of failure mode reported in the current manufacturing process". Ten devices were taken from the current production p/n 425-10 conchatherm neptune - emea lot# 73a180006n. The samples were functionally inspected. The issue reported was not observed in the current manufacturing process. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no update is required. It is necessary to receive the physical sample to perform a proper and thorough investigation to confirm the alleged issue reported. Customer complaint cannot be confirmed. The root cause is unknown. Corrective actions cannot be established at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges "heater is turning off after a few minutes". Alleged event reported as occurring during a patient use. It was reported there was not patient injury or consequence.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit passed the initial power connect test and navigated through the power-on self-test (p.o.s.t.) With no issues. During the temperature display accuracy test the unit displayed the correct temperatures and properly alarmed in the high temperature scenario. Due to the nature of the complaint, the unit was prepared for the functional bench test where water, an adult breathing circuit (880-36kit), 10 lpm of air pressure, and a low compliance column is connected to the unit for a real time operational scenario. The unit successfully negotiated all pre-operational self-tests again and was functioning real time. The unit functioned without interruption for approximately 15 minutes and then shut down completely: no response to electrical input. An attempt was made to restart the heater but was unsuccessful. This failure is indicative of a defective power supply pcb. The on-board power supply pcb was by-passed with a known good power supply pcb and functional testing was attempted again, this time successfully. (Con't) other remarks: based on the investigation performed, the reported complaint was confirmed. It was determined that the power control pcb is defective. All units being returned for service will have power supply pcbs replaced. This unit was manufactured 8 april 2016 and will be replaced.

Event description:
Customer complaint alleges "heater is turning off after a few minutes". Alleged event reported as occurring during a patient use. It was reported there was not patient injury or consequence.